Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charge which resulted in the pump shutting off. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, customer went to the hospital due to a blood glucose (bg) level that was 973 mg/dl. The customer delivered a bolus via the pump and administered manual injections prior to the hospital visit to address bg, and was given an unspecified treatment intravenously while in the hospital. At the time of the report with tandem technical support there was no additional information provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer